Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR. Report# 1627487-2018-07071, reference MFR. Report# 1627487-2018-07073, reference MFR. Report# 1627487-2018-07074. It was reported during the intended trial drg leads removal on (B)(6) 2018, the physician had trouble to remove one of the lead. Force was applied as a result the lead had broken. Broken part of the lead was left insitu. Manufacturer device database indicated the patient had a permanent system implanted on (B)(6) 2018. It is unknown which lead was related to the issue. Therefore all the possible devices are being reported.